Event description:
Skin prep applied in surgery. Let skin prep dry. Adhesive drapes applied prior to surgical procedure. Following the surgery drapes were removed. It was noticed that when the adhesive strips were removed there was a skin tear.